Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received an erroneous result for one patient sample tested with gluc3 glucose hk gen.3 on a cobas 6000 c (501) module. The sample initially resulted with no value, only a flag indicating that there was a sample clot. The sample was re-centrifuged and aliquoted into a sample cup. The sample cup was repeated, resulting with a gluc3 value of 0.2 mg/dl. The 0.2 mg/dl value was reported outside of the laboratory to the doctor. The sample was centrifuged again and repeated on (B)(6) 2018, resulting with a gluc3 value of 127.7 mg/dl. A plasma sample collected from the patient at the same time resulted with a gluc3 value of 141.1 mg/dl on (B)(6) 2018. No adverse events were alleged to have occurred with the patient. The patient was not treated incorrectly as the doctor who received the 0.2 mg/dl value ordered a point of care glucose measurement. The gluc3 reagent lot number and expiration date were asked for, but not provided. Quality controls did not indicate any issues. Upon review of the alarm trace, an abnormal sample aspiration alarm occurred around the time of first sampling of the complained sample.

Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. The case is consistent with a single pre analytic sample specific issue.